Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500aa form.

Event description:
Customer reported that the surgeon placed a 10 fr blake drain in pt neck wound. He noticed the device was not working as he began to close incision. Surgeon removed drain and inserted another one prior to closure. The second drain worked without incident. No adverse pt consequence were reported.